Event description:
It was initially reported that the hcp experienced difficulty; they were able to aspirate the reservoir, but unable to fill it. The rptr indicated that there was a depth issue; several maneuvers were attempted with success. It was later reported that on (B)(6)2010, the pt's spasticity returned so they suspect a pocket fill may have occurred on (B)(6)2010. At refill on (B)(6)2010, the hcp reported feeling a lot of resistance as noted above. When the pump was aspirated, there was no drug in the pump. The pump was refilled without complication on this date. On the f/u call to the patient, she reported return of therapy with no complications or symptoms. It was suspected that a pump pocket fill had occurred at the previous refill appointment of (B)(6)2010. The drug in her pump was 40 mg/ml of bupivicaine and 477 mcg/ml of baclofen.

Manufacturer narrative:
(B)(4)